Event description:
A customer reported that during a vitreoretinal procedure, the equipment displayed a system message and locked. The procedure was completed with the same equipment and accessories without delay. The doctor converted the technique to manual removal of oil. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the air/fluid controller pcb (printed circuit board) and the w9 signal cable to address the customer reported issue. The system was then tested and met product specifications. The root cause has not been identified. (B)(4).